Event description:
The pt's IV site was initiated in the emergency room in the right antecubital fossa to facilitate IV dexamethasone administration. 48 hours later the site was found to be raised, firm, and erythematous. The pt had a fever of 104 degrees. The IV site and blood cultures were positive for staph aureus. The pt was treated with an unspecified antibiotic and recovered. The report source indicated that the clinicians are not swabbing the clave prior to accessing the clave port as per the label instructions. The user facility is also investigating IV site preparation. Though requested, no additional info was provided.